Event description:
Date of event not provided by the complainant. Product name not known due to the product unspecified by the complainant. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified manufacturer's "mesh product" performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Manufacturer narrative:
Date of event not provided by the complainant. Product name not known due to the product unspecified by the complainant. Implant date not provided by the complainant. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified manufacturer's "mesh product" performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.